Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that wife went to emergency room due to high blood glucose of 400mg/dl on (B)(6) 2018. Customer was not wearing the insulin pump at time of hospitalization for less than 48 hours. Customer declined troubleshoot for high blood glucose and customer stated cannula was bent. Customer was treated with insulin drip. Insulin pump will not be return for analysis.